Event description:
A pt experienced sharp, shooting pain at the location of the pump site. The pt was noted to have lost 60 pounds, and their activities of daily living had been affected. The pump had moved/flipped. The pump was explanted, but the catheter was left in place as requested by the pt. Compounded baclofen was noted to have been administered via the pump. The dose rate or concentration were not reported. No troubleshooting was conducted. The pt's outcome was not reported, however no pt injury was indicated.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.